Event description:
Reportedly, a follow-up was performed on (B)(6) 2016 and several arrhythmia episodes were observed in the device memory that showed oversensing in the ventricular channel. The ventricular lead impedances were normal in both bipolar and unipolar polarities. The pacing and sensing polarities in the ventricular channel were both reprogrammed from bipolar to unipolar and the ventricular sensitivity was reprogrammed from 2.5 mv to 5.0 mv at the end of this follow-up. The next follow-up will be performed in one month.